Event description:
The customer reported the sys was mixing data when transferring images over pacs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cpu. The sys operates as intended.